Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-02529, # 3005099803-2012-02542, and # 3005099803-2012-02543 address these devices. It was reported to boston scientific corporation that a cre balloon dilatation catheter, a dreamwire guidewire, and an extractor pro retrieval balloon were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct. According to the complainant, a sphincteroplasty was performed with a cre balloon dilatation catheter (# 3005099803-2012-02542) and a dreamwire guidewire (# 3005099803-2012-02529) to allow the passage of large gallstones. The cre balloon dilatation catheter was removed, and the dreamwire guidewire was left in the bile duct. An extractor pro retrieval balloon (# 3005099803-2012-02543) was then used to retrieve the gallstones. It was also reported a non-bsc lithotripter was used during the procedure. Once the devices had been used for approximately 20 minutes and the procedure was completed, a small biliary duct perforation was noted by contrast passing into the duodenum. A fully covered metal stent was placed to successfully close the perforation. It was confirmed there was no malfunction of any of the bsc devices. According to the physician, it was not possible to determine which device caused the perforation. The patient was reported as stable post procedure.

Manufacturer narrative:
Patient age and weight are unknown; however, the patient was reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device labeling and directions for use were reviewed and no anomalies were found.